Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side "chest pain and breast pain and I have capsular contracture rated at a 4plus." Device remains implanted.